Event description:
A trilogy 100 ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed a o2 low flow test step during testing, therefore the active exhalation control module needs to be replaced to address the issue. There were no confirmed error codes recorded. No repairs were performed and the device will be scrapped as per customer request. Additionally, an error code in relation to " check circuit" was observed in the event log, therefore it was recommended to check the internal tubing. The software was upgraded. The rubber feet were missing, and the handle o-ring was damaged and required replacement.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 100 ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed a o2 low flow test step during testing, therefore the active exhalation control module needs to be replaced to address the issue. There were no confirmed error codes recorded. No repairs were performed and the device will be scrapped as per customer request. Additionally, an error code in relation to " check circuit" was observed in the event log, therefore it was recommended to check the internal tubing. The software was upgraded. The rubber feet were missing, and the handle o-ring was damaged and required replacement. A correction is being submitted for the initial b5 statement: a trilogy 100 ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed a o2 low flow test step during testing, therefore the active exhalation control module needs to be replaced to address the issue. No repairs were performed and the device will be scrapped as per customer request. Additionally, an error code in relation to " check circuit" was observed in the event log, therefore it was recommended to check the internal tubing. The software was upgraded. The rubber feet were missing, and the handle o-ring was damaged and required replacement.